Event description:
It was reported the patient had been experiencing discomfort at her ipg site. The physician gave the patient topical cream and anti inflammatory medication, which did not resolve the issue. As a result, the patient's ipg was relocated via surgical intervention on (B)(6) 2019. Surgical intervention is believed to have resolved the patient's issue.